Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the pulmonary aspiration needle had an issue where the guidewire was not able to be reintroduced, resulting in the stylet being stuck this was found during a diagnostic endotracheal bronchoscopy via ultrasound (ebus) procedure that was completed with a change in surgical technique/procedure. There was no report of patient harm.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. H2: additional information, device evaluation. H3: additional information. H6: additional information. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the sheath was slightly deformed. A root cause for the reported event could not be identified. Based on the results of the investigation, the most likely cause was also not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.